Event description:
Kangaroo enteric pump sets (model #8884702105) (500ml with easy-cap, by kendall/tyco healthcare). Pump sets were found to have a viscous, oily substance adherent to the bag portion.